Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that his blood glucose level was around 300 mg/dl to 400 mg/dl. The customer fell onto his sensor and it was very painful. There was no visible bruising or bleeding. She declined to speak with the helpline. The device was not returned.